Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging that after the patient completed the rewind, load and prime steps, they will go back into the rewind/prime menu and the box next to the prime will be unchecked without receiving an alarm. There was no adverse event associated with the alleged issue. This complaint is being reported because the alleged issue could have an impact on insulin delivery.